Event description:
Client states that his chair took off down the sidewalk and his friends had to stop him before he ran into something. He adds that the chair took off again and he injured his foot. He ran into a wall. His foot was scraped up, but also states, he was wearing boots at the time. A third time, the customer was going down a ramp at his home and the chair took off on its own and he almost hit a wall.

Manufacturer narrative:
This report submitted as a result of a review of complaint files. On 05-02-06 - client was directed to a dealer. On 03-07-07 - unit has not been returned to manufacturer for investigation.